Manufacturer narrative:
(B)(4). Pump monitored for several days. Unit received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received with cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that insulin pump had failed battery test. Contacts are not missing or damaged. The insulin pump tests each new battery when inserted. A battery may fail test if it has potential to cause pump to lose power without warning. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.